Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-13. The rep indicated that the patient¿s weight at the time of implant was unknown. They would see the patient next week to determine if the high impedance on electrode 11 ended up resolving. The cause was not determined. A tight pocket which was resolved is what made it difficult to get the ins into the ins pocket. They haven't confirmed their responses yet because they haven't seen the patient for follow up yet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-27. The rep indicated that the patient¿s weight at the time of the surgery was unknown. Electrode 11 was still showing high, so they would program around the electrode 11. No causes were determined. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during implant, high impedances were found on contact 11 (>40,000 ohms). No symptoms were reported. It was explained that the lead was inserted into the ins and impedances for electrodes 8-15 were fine. They put the ins into the pocket, which was difficult to do. They did another impedance check, which showed the high impedance on contact 11. The ins was taken out of the pocket and impedances were rechecked, and all were fine. Then, after putting the ins back into the pocket, electrode 11 showed the high impedances again (>40,000 ohms). All other contacts on the 8-15 lead were normal, with the highest impedance at 1120 ohms. No further complications were reported or anticipated.